Event description:
The customer reported and overharvest on a rika collection procedure. Target plasma volume was 800ml and the total volume in the bottle collected was 901ml. Full donation ID: (B)(6) patient weight, gender and outcome are unknown at this time the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the ac infusion rate is 0.1802 ml/min/l which is below the 1.0 ml/min/l limit. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported and overharvest on a rika collection procedure. Target plasma volume was 800ml and the total volume in the bottle collected was 901ml. Full donation ID: (B)(6) patient weight, gender and outcome are unknown at this time the collection set is not available for return because it was discarded by the customer.